Manufacturer narrative:
It was reported that pvp leaked in the pack. No device malfunction was reported. There were no reports of death, serious injury, medical intervention, or follow up care.

Event description:
Pvp leaked in the pack.